Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: two (2) photos were provided by the customer. One (1) photo shows three (3) of the blister packages the syringes were packaged in. The second photo shows one (1) syringe which has the skewed scale printing, therefore failure mode is verified. Skewed print can be caused by a misalignment of the load fingers or chains that press the syringe into the printing pad. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of scale marking issue for lot #8360997 item #302830. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: skewed print can be caused by a misalignment of the load fingers or chains that press the syringe into the printing pad.

Event description:
It was reported that the scale marking of a bd¿ syringe ll s/c 48 was skewed. The following information was provided by the initial reporter: customer stated that the product was defect.